Event description:
It was reported that even though the cassette is installed and locked, the pump does not detect the cassette. There was unknown patient involvement.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with complaint that pump does not detect cassette. There was no service history in past 12 months. The reported issue was verified. Performed latch lock test to confirm that when cassette is inserted in place, and latch handle is locked, cassette lock function is not recognized. The cause of the issue is faulty latch flex sensor. Replaced latch flex sensor to resolve reported issue. The device passed all functional tests after repair.